Event description:
The reporter stated that the surgeon was attempting to insert a three piece collamer lens model cq2015 and the trailing haptic tore off. There was no patient injury.

Manufacturer narrative:
A visual inspection of the returned product shows a portion of the lens optic is torn off and missing. One haptic is torn off and missing. There is clear surgical residue on the lens.